Event description:
Per the clinic, the patient experienced an infection with exposure of the electrode array. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to re-implant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.